Event description:
It was reported that a patient underwent a cervical posterior procedure. During the surgery, it was reported that the cables were broken. No fragments of the cables were remaining in the patient. No patient complications were reported as a result of this event.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.